Manufacturer narrative:
This supplemental report is being submitted to provide correction to b2. B2 should have had required intervention checked instead of other serious.

Event description:
No additional information received from customer.

Event description:
It was reported that during a laparoscopic hysterectomy using an ultrasonic generator, a u512 error occurred. The customer allegedly tried 2 different transducers with the same result. After asked to separate the electrosurgical generator from the ultrasonic generator and check the linking screws, the screws were tightened, the unit was reassembled, and the error was no longer present. This resulted in a procedural delay of 35 minutes while the patient remained under general anesthesia. It was reported that the patient remained stable, however the laparoscopic hysterectomy was changed to an open hysterectomy due to patient adhesions and surgeon concern that the device would stop working.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00139. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for investigation. However, technical assistance center (tac) provided remote troubleshooting and instructed the customer to separate the esg from usg and check the linking screws. Customer tightened the screws and reassembled the unit. The error is no longer present and the procedure continued. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The customer report was confirmed with tac, the device needed the linking screws tightened. The most probable cause of the customer¿s report cause not established: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.